Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow up. Upon interrogation, the right atrial lead exhibited noise causing inappropriate auto mode switch episodes. The physician elected not to make any programming changes. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.